Event description:
It was reported the customer was receiving no delivery alarms on their insulin pump. Customer reported they had been changing their infusion set, reservoir, and insulin, but the alarm persists. It was also found the alarms were occurring during a manual prime. The customer also reported the alarms were recurring. The customer also reported a high blood glucose incident where their blood glucose rose to 430 mg/dl. Customer's current blood glucose was 85 mg/dl. Customer also stated their cannula was not bent. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads and cracked belt clip slot at battery tube threads area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).